Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the loading unit was received with a full complement of staples. Functional evaluation of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic lobectomy, while transecting lung tissue, the device made a "crack" sound during firing, and some of the staples were malformed. They used another device and reload to compete the case. There was no patient injury.